Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adolescent female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (date of birth: (B)(6) 2010, (B)(6)2011)), recurrent abortion (2), asthma, deviated nasal septum, hernia repair, appendectomy, cholecystectomy, tonsillectomy, cesarean section, gastric ulcer, esophagitis and gerd. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion detail: placed, one in each fallopian tube without complications. Excellent placement was noted. There were 2-3 coils within the cornual aspect of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure fallopian tube occlusion devices. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and endometriosis were added. Medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adolescent female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (date of birth: (B)(6) 2010, (B)(6) 2011)), recurrent abortion (2), asthma, deviated nasal septum, hernia repair, appendectomy, cholecystectomy, tonsillectomy, cesarean section, gastric ulcer, esophagitis and gerd. Concomitant products included leuprorelin acetate (lupron). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, vaginal discharge, vaginal haemorrhage, heavy menstrual bleeding and endometriosis outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion detail: placed, one in each fallopian tube without complications. Excellent placement was noted. There were 2-3 coils within the cornual aspect of the uterus. Treatment received for endometriosis, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: bilateral essure fallopian tube occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adolescent female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure insertion detail: placed, one in each fallopian tube without complications. Excellent placement was noted. There were 2-3 coils within the cornual aspect of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure fallopian tube occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adolescent female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure insertion detail: placed, one in each fallopian tube without complications. Excellent placement was noted. There were 2-3 coils within the cornual aspect of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure fallopian tube occlusion devices. Most recent follow-up information incorporated above includes: on 8-apr-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ abnormal bleeding (general), infection (bladder/ urinary tract/vaginal), dysmenorrhea (cramping), dyspareunia, vaginal discharge, abdominal pain and pelvic pain. Patient demographics, lab data, essure removal date, essure lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.